Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the device is working as expected, the event was believed to have been user error and the device will not be returned to zoll. No information was provided by the contact on which healthcare facility was involved or where it was located.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.